Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: it has been reported that the camera is turned off and the surgeon loses vision. Update - replacement used to complete procedure. Once the device turned off, it could not be turned on again. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. Root cause: camera head conforms to specifications. The root cause of the complaint reported is ccu sn: (B)(6) used along the camera head and sent from the account with the same complaint. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.